Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown whether a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by severe abdominal pain and/or cramping. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined with the information provided. Peritonitis infections are predominantly caused by nonadherence to asepsis through touch contamination during pd treatments. Regardless, in the absence of the required information, a root cause or contributor to this patient¿s adverse event cannot be determined. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency, or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2025, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with an outpatient clinic pd registered nurse, it was reported this patient went straight to the emergency department on (B)(6) 2025 with abdominal pain. No further information was available at the time of follow-up. Further follow-up attempts were made to acquire additional details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. In the intake, it was reported that the patient had severe stomach cramping that worsened and prompted hospitalization. The patient was in the hospital for about a week, and he recovered. There was no indication this event was related to the use or performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and associated hospitalization.

Event description:
On 6/may/2025, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with an outpatient clinic pd registered nurse, it was reported this patient went straight to the emergency department on (B)(6) 2025 with abdominal pain. No further information was available at the time of follow-up. Further follow-up attempts were made to acquire additional details concerning this patient's infection and hospitalization; however, no additional information was obtained. In the intake, it was reported that the patient had severe stomach cramping that worsened and prompted hospitalization. The patient was in the hospital for about a week, and he recovered. There was no indication this event was related to the use or performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and associated hospitalization.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.